Event description:
It was reported that when using the bd pyxis¿ es server multiple users were unable to authenticate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where multiple users were unable to authenticate. A technical support specialist (tss) dialed into the server and performed troubleshooting in accordance with knowledge article (ka) es 1.6 ids multiple domain users unable to authenticate. The tss verified that user accounts were members of the correct active directory group and reviewed the identity server logs. During analysis, a failed authentication attempt was identified, showing a lightweight directory access protocol (ldap) authentication failure. The error message, active directory connection binding failed (ldapexception), indicated that the system attempted to authenticate to active directory via ldap, but the process failed. This exception is typically associated with credential, permission, or connectivity issues. The customer was advised to consult the local hospital information technology (hit) team to validate credentials, account status, and ldap configuration on the active directory side. The issue was subsequently resolved, and all users were able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.